Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('I was bleeding heavy twice a month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), metrorrhagia ("spotting in between") and polymenorrhoea ("menses twice a month"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the menorrhagia, ovarian cyst, metrorrhagia and polymenorrhoea outcome was unknown. The reporter considered menorrhagia, metrorrhagia, ovarian cyst and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('I was bleeding heavy twice a month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), metrorrhagia ("spotting in between") and polymenorrhoea ("menses twice a month"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the menorrhagia, ovarian cyst, metrorrhagia and polymenorrhoea outcome was unknown. The reporter considered menorrhagia, metrorrhagia, ovarian cyst and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.